Manufacturer narrative:
Pr 1866327; initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the applicators were discolored.

Event description:
It was reported that the applicators were discolored.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. A visual inspection of the retained samples was performed and no foreign matter, stains, or discoloration were noted. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see narrative below